Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented inflation issues, the patient needs to take several pumps to start inflating. A surgical procedure was performed, during which was observed air in the system, but no holes were identified. The ipp was removed and replace with a new one. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented inflation issues, the patient needs to take several pumps to start inflating. A surgical procedure was performed, during which was observed air in the system, but no holes were identified. The ipp was removed and replace with a new one. No patient complications were reported.

Manufacturer narrative:
Correction to d4: lot number information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.